Manufacturer narrative:
This event is most likely associated with use error. Unloading of the prismaflex set during an ongoing treatment indicates the operator ignored the warnings on the prismaflex screen. Before the set is unloaded, a warning appears on the screen stating all lines must be clamped before unloading the set. The operator is then instructed to press the unload soft key to confirm that the patient is disconnected in order to proceed with the unloading of the set. This warning is also provided in the prismaflex operator's manual. There is no information indicating that the prismaflex® control unit has been inspected by a gambro technician (or any other technician). The treatment data card files from the prismaflex® control unit have not been provided.

Event description:
A patient in (B)(6) undergoing continuous renal replacement therapy had a significant blood loss and required resuscitation and blood transfusions. This was a use error that occurred when the nurse did not disconnect the patient before pressing the unload soft key. The customer reported the patient expired sometime later due to natural causes. Prior to this event the nurses in this unit were trained on the operation of the prismaflex which included unloading of the set from the machine; following this event the nursing staff was retrained.